Manufacturer narrative:
REPORTING QUARTER: 2 (APRIL 1 - JUNE 30, 2026). SUMMARY OF ADVERSE EVENTS: BASED ON REAL WORLD DATA FROM THE AUSTRALIAN ORTHOPEDIC ASSOCIATION NATIONAL JOINT REPLACEMENT REGISTRY (AOANJRR), SEVERAL REVISION SURGERIES HAVE BEEN REPORTED IN AUSTRALIA FOLLOWING THE USE OF SMITH+NEPHEW PROSTHESES IN JOINT REPLACEMENT PROCEDURES: 1. PRIMARY HIP PROCEDURES: TANDEM 12/14 UNIPOLAR COCR HEAD COMPONENTS: IMPLANTED IN ONE HUNDRED AND EIGHTY-SEVEN (187) HIPS BETWEEN 18-NOV-2000 AND 03-AUG-2009. OF THESE, SIXTEEN (16) HIPS REQUIRED REVISION DUE TO THE FOLLOWING REASONS: TWO (2) HIPS DUE TO INFECTION, ONE (1) DUE TO FRACTURE, TWO (2) DUE TO CHONDROLYSIS/ACETABULAR EROSION, NINE (9) DUE TO LOOSENING, TWO (2) DUE TO PAIN. DUE TO THE STRATIFICATION PROVIDED BY THE JOINT REGISTRY, THE SPECIFIC REASONS FOR EACH REVISION PROCEDURE CANNOT BE DIRECTLY CORRELATED WITH THE INDIVIDUAL PART NUMBERS REPORTED. AS SUCH, IT IS NOT POSSIBLE TO DETERMINE WHICH SPECIFIC PART NUMBERS WERE ASSOCIATED WITH WHICH SPECIFIC REASONS FOR REVISION. TANDEM UNIPOLAR COCR HEAD COMPONENTS: IMPLANTED IN TWELVE THOUSAND FOUR HUNDRED SIXTY-THREE (12,463) HIPS BETWEEN 23-OCT-1999 AND 28-NOV-2025. FROM THESE, FOUR HUNDRED AND TWO (402) HIPS WERE LATER REVISED DUE TO THE FOLLOWING REASONS: ONE HUNDRED AND FIVE (105) HIPS DUE TO INFECTION, EIGHTY-FOUR (84) HIPS DUE TO PROSTHESIS DISLOCATION, FIFTY-FIVE (55) HIPS DUE TO FRACTURE, SIXTY-THREE (63) HIPS DUE TO CHONDROLYSIS/ACETABULAR EROSION, THIRTY-SEVEN (37) HIPS DUE TO LOOSENING, THIRTY-NINE (39) HIPS DUE TO PAIN, SEVEN (7) HIPS DUE TO LYSIS, ONE (1) HIP DUE TO METAL RELATED PATHOLOGY, ONE (1) HIP DUE TO INSTABILITY, TWO (2) HIPS DUE TO TUMOUR, TWO (2) HIPS DUE TO INCORRECT SIZING, TWO (2) HIPS DUE TO LEG LENGTH DISCREPANCY, TWO (2) HIPS DUE TO MALPOSITION AND TWO (2) HIPS DUE TO OTHER-UNKNOWN REASONS. IT SHOULD BE NOTED THAT, BASED ON THE DATA STRATIFICATION PROVIDED BY THE JOINT REGISTRY, THE SPECIFIC REASONS FOR EACH REVISION PROCEDURE CANNOT BE DISTINCTLY MATCHED TO THE CORRESPONDING MEDICAL DEVICES INVOLVED IN EACH REVISION CASE. ALTOGETHER, A TOTAL QUANTITY OF 418 REVISIONS WERE IDENTIFIED DURING THE CURRENT REPORTING QUARTER BASED ON THE AUSTRALIAN ORTHOPAEDIC ASSOCIATION NATIONAL JOINT REPLACEMENT REGISTRY (AOANJRR) FOR THE SMITH+NEPHEW DEVICES REFERENCED IN THIS REPORT. ANALYSIS CONDUCTED: BASED ON THE MOST RECENT SAFETY AND PERFORMANCE EVALUATION, THE TANDEM BIPOLAR AND UNIPOLAR HIP SYSTEM PRESENTS A FAVORABLE BENEFIT/RISK ASSESSMENTS WHEN USED UNDER THE CONDITIONS AND FOR THE PURPOSES INTENDED BY THE MANUFACTURER AND WITH RESPECT TO THE CONTRAINDICATIONS AND PRECAUTIONS FOR USE AND WARNINGS DESCRIBED IN THE INFORMATION MATERIAL SUPPLIED WITH THE DEVICE. THIS SYSTEM IS AT LEAST AS SAFE AND EFFECTIVE AS ALL THEIR THERAPEUTIC ALTERNATIVES IN THE TARGETED INDICATION. THE INTENDED PURPOSE AND INFORMATION FOR SAFETY INCLUDED IN THE INFORMATION MATERIALS SUPPLIED BY THE MANUFACTURER ARE ADEQUATE AND SUITABLE FOR THE INTENDED USES AND USERS. AOANJRR REPORTS THAT FOR THE TANDEM UNIPOLAR COCR HEAD COMPONENTS WERE IN LINE WITH THE CLASS ACROSS 19 YEARS OF FOLLOW-UP. FOR THE CASE OF THE TANDEM 12/14 UNIPOLAR COCR HEAD, THE CUMULATIVE REVISION RATES WERE COMPARABLE, BASED ON OVERLAPPING CONFIDENCE INTERVALS, WITH THE CLASS AVERAGE OF OTHER UNIPOLAR HIPS UP TO 4 YEARS. IT IS IMPORTANT TO NOTE THAT THE CONFIDENCE INTERVALS STOP OVERLAPPING AT YEAR 4, WHEREUPON THE RISK OF REVISION WAS HIGHER FOR THE TANDEM 12/14 UNIPOLAR COCR HEAD. AT 5 YEARS, THIS STUDY DEVICE HAS A SURVIVORSHIP OF 90.8% (84.2-94.8), THIS IS AT LEAST IN PART DUE TO THE LOW NUMBER OF IMPLANTATIONS RECORDED (84 PATIENTS AT RISK AT 5 YEARS) AND THE LARGE CONFIDENCE INTERVALS FOR THE SUBJECT DEVICE. FOR THE ENTIRE EXAMINED PERIOD (1-9 YEARS), THE RISK OF IMPLANT REVISION AS DETERMINED BY AN ADJUSTED HAZARD RATIO WAS NOT STATISTICALLY SIGNIFICANT FOR THE TANDEM 12/14 UNIPOLAR COCR HEAD VERSUS OTHER UNIPOLAR HIPS (HR=1.47, P=0.128). BASED ON THE REVIEW OF OTHER CLINICAL SOURCES SUCH AS CLINICAL ACTIVITIES, COMPLAINT DATA, PUBLISHED LITERATURE AND OTHER JOINT REGISTRIES, NO INCREASED RISKS TO HEALTH OR AN INCREASED TREND IN ANY OF THE ADVERSE EVENTS SUMMARIZED ABOVE HAVE BEEN IDENTIFIED. THE REPORTED ADVERSE EVENTS RELATE TO KNOWN INHERENT PROCEDURAL RISKS THAT ARE APPROPRIATELY DOCUMENTED IN OUR RISK FILES. NO INDIVIDUAL INVESTIGATIONS INTO THE REPORTED ADVERSE EVENTS ARE DEEMED NECESSARY. ADDITIONAL ACTION(S) TAKEN: NO ADDITIONAL ACTIONS ARE DEEMED NECESSARY AT THIS TIME. SMITH+NEPHEW WILL CONTINUE TO MONITOR TRENDS IN ACCORDANCE WITH OUR POST-MARKET SURVEILLANCE PROCESS AND TAKE NECESSARY ACTION AS REQUIRED IF ANTICIPATED SEVERITY AND/OR OCCURRENCE RATES ARE EXCEEDED.

Event description:
BASED ON REAL WORLD DATA FROM THE AUSTRALIAN ORTHOPEDIC ASSOCIATION NATIONAL JOINT REPLACEMENT REGISTRY (AOANJRR), SEVERAL REVISION SURGERIES HAVE BEEN REPORTED IN AUSTRALIA FOLLOWING THE USE OF SMITH+NEPHEW PROSTHESES IN JOINT REPLACEMENT PROCEDURES: 1. PRIMARY HIP PROCEDURES: TANDEM 12/14 UNIPOLAR COCR HEAD COMPONENTS: IMPLANTED IN ONE HUNDRED AND EIGHTY-SEVEN (187) HIPS BETWEEN 18-NOV-2000 AND 03-AUG-2009. OF THESE, SIXTEEN (16) HIPS REQUIRED REVISION DUE TO THE FOLLOWING REASONS: TWO (2) HIPS DUE TO INFECTION, ONE (1) DUE TO FRACTURE, TWO (2) DUE TO CHONDROLYSIS/ACETABULAR EROSION, NINE (9) DUE TO LOOSENING, TWO (2) DUE TO PAIN. DUE TO THE STRATIFICATION PROVIDED BY THE JOINT REGISTRY, THE SPECIFIC REASONS FOR EACH REVISION PROCEDURE CANNOT BE DIRECTLY CORRELATED WITH THE INDIVIDUAL PART NUMBERS REPORTED. AS SUCH, IT IS NOT POSSIBLE TO DETERMINE WHICH SPECIFIC PART NUMBERS WERE ASSOCIATED WITH WHICH SPECIFIC REASONS FOR REVISION. TANDEM UNIPOLAR COCR HEAD COMPONENTS: IMPLANTED IN TWELVE THOUSAND FOUR HUNDRED SIXTY-THREE (12,463) HIPS BETWEEN 23-OCT-1999 AND 28-NOV-2025. FROM THESE, FOUR HUNDRED AND TWO (402) HIPS WERE LATER REVISED DUE TO THE FOLLOWING REASONS: ONE HUNDRED AND FIVE (105) HIPS DUE TO INFECTION, EIGHTY-FOUR (84) HIPS DUE TO PROSTHESIS DISLOCATION, FIFTY-FIVE (55) HIPS DUE TO FRACTURE, SIXTY-THREE (63) HIPS DUE TO CHONDROLYSIS/ACETABULAR EROSION, THIRTY-SEVEN (37) HIPS DUE TO LOOSENING, THIRTY-NINE (39) HIPS DUE TO PAIN, SEVEN (7) HIPS DUE TO LYSIS, ONE (1) HIP DUE TO METAL RELATED PATHOLOGY, ONE (1) HIP DUE TO INSTABILITY, TWO (2) HIPS DUE TO TUMOUR, TWO (2) HIPS DUE TO INCORRECT SIZING, TWO (2) HIPS DUE TO LEG LENGTH DISCREPANCY, TWO (2) HIPS DUE TO MALPOSITION AND TWO (2) HIPS DUE TO OTHER-UNKNOWN REASONS. IT SHOULD BE NOTED THAT, BASED ON THE DATA STRATIFICATION PROVIDED BY THE JOINT REGISTRY, THE SPECIFIC REASONS FOR EACH REVISION PROCEDURE CANNOT BE DISTINCTLY MATCHED TO THE CORRESPONDING MEDICAL DEVICES INVOLVED IN EACH REVISION CASE. ALTOGETHER, A TOTAL QUANTITY OF 418 REVISIONS WERE IDENTIFIED DURING THE CURRENT REPORTING QUARTER BASED ON THE AUSTRALIAN ORTHOPAEDIC ASSOCIATION NATIONAL JOINT REPLACEMENT REGISTRY (AOANJRR) FOR THE SMITH+NEPHEW DEVICES REFERENCED IN THIS REPORT.

Event description:
Unique Complaint ID Number,Event Date,Date Entered,Manufacturer Aware Date,Brand Name,Generic Name,Model Number,Lot Number,Catalog Number,Serial Number,UDI Number,PMA / 510K Number,Date Returned to Manufacturer,Type of Reportable Event,Event Description,Manufacturer Narrative,Medical History,Patient Age,Patient Gender,Patient Weight,Date Implanted,Date Explanted,Health Effect Clinical Code,Health Effect Impact Code,Device Problem Code,Device Component Code,Investigation Type Code,Investigation Findings Code,Investigation Conclusion Code,Remedial Action Type,Latest Line Item Version;CASE-2026-00325675-1-L1,,7/6/2026,5/7/2026,TANDEM Bipolar and Unipolar Hip System,UNIPOLAR HEAD 12/14 45MM +0,76539045,,76539045,,03596010445070,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one hundred and eighty-seven (187) hips underwent primary unipolar modular hip replacement between 18-Nov-2000 and 03-Aug-2009 in which a TANDEM 12/14 Unipolar CoCr Head was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one hundred and eighty-seven (187) hips underwent primary unipolar modular hip replacement between 18-Nov-2000 and 03-Aug-2009 in which a TANDEM 12/14 Unipolar CoCr Head was implanted. Of these, sixteen (16) hips required revision due to the following reasons: two (2) hips due to infection, one (1) due to fracture, two (2) due to chondrolysis/acetabular erosion, nine (9) due to loosening, two (2) due to pain. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Nov-2000 and 03-Aug-2009 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar and Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one hundred and eighty-seven (187) hips underwent Primary unipolar modular hip replacement in which a TANDEM 12/14 Unipolar CoCr Head was implanted in Australia between 18-Nov-2000 and 03-Aug-2009. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post-operative year: 2.4% (0.9%-6.2%) vs 2.1% (1.9%-2.2%) of the class ;-At 2nd post-operative year: 3.0% (1.3%-7.2%) vs 2.7% (2.6%-2.9%) of the class ;-At 3rd post-operative year: 3.8% (1.7%-8.2%) vs 3.3% (3.1%-3.4%) of the class ;-At 4th post-operative year: 6.2% (3.3%-11.8%) vs 3.8% (3.6%-4.0%) of the class ;-At 5th post-operative year: 9.2% (5.2%-15.8%) vs 4.3% (4.1%-4.6%) of the class ;-At 6th post-operative year: 10.3% (6.0%-17.3%) vs 4.9% (4.6%-5.1%) of the class ;-At 7th post-operative year: 10.3% (6.0%-17.3%) vs 5.4% (5.2%-5.7%) of the class ;-At 8th post-operative year: 13.5% (8.1%-22.2%) vs 5.9% (5.6%-6.2%) of the class ;-At 9th post-operative year: 13.5% (8.1%-22.2%) vs 6.4% (6.0%-6.7%) of the class;The TANDEM 12/14 Unipolar CoCr Head was comparable, based on overlapping confidence intervals, with the class average of other Unipolar hips up to 4 years. It is important to note that the confidence intervals stop overlapping at year 4, whereupon the risk of revision was higher for the TANDEM 12/14 Unipolar CoCr Head. At 5 years, this study device has a survivorship of 90.8% (84.2-94.8), this is at least in part due to the low number of implantations recorded (84 patients at risk at 5 years) and the large confidence intervals for the subject device. For the entire examined period (1-9 years), the risk of implant revision as determined by an adjusted hazard ratio was not statistically significant for the TANDEM 12/14 Unipolar CoCr Head versus other unipolar hips (HR=1.47, p=0.128).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325675-1-L2,,7/6/2026,5/7/2026,TANDEM Bipolar and Unipolar Hip System,UNIPOLAR HEAD 12/14 45MM +0,76539045,,76539045,,03596010445070,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one hundred and eighty-seven (187) hips underwent primary unipolar modular hip replacement between 18-Nov-2000 and 03-Aug-2009 in which a TANDEM 12/14 Unipolar CoCr Head was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one hundred and eighty-seven (187) hips underwent primary unipolar modular hip replacement between 18-Nov-2000 and 03-Aug-2009 in which a TANDEM 12/14 Unipolar CoCr Head was implanted. Of these, sixteen (16) hips required revision due to the following reasons: two (2) hips due to infection, one (1) due to fracture, two (2) due to chondrolysis/acetabular erosion, nine (9) due to loosening, two (2) due to pain. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Nov-2000 and 03-Aug-2009 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar and Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one hundred and eighty-seven (187) hips underwent Primary unipolar modular hip replacement in which a TANDEM 12/14 Unipolar CoCr Head was implanted in Australia between 18-Nov-2000 and 03-Aug-2009. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post-operative year: 2.4% (0.9%-6.2%) vs 2.1% (1.9%-2.2%) of the class ;-At 2nd post-operative year: 3.0% (1.3%-7.2%) vs 2.7% (2.6%-2.9%) of the class ;-At 3rd post-operative year: 3.8% (1.7%-8.2%) vs 3.3% (3.1%-3.4%) of the class ;-At 4th post-operative year: 6.2% (3.3%-11.8%) vs 3.8% (3.6%-4.0%) of the class ;-At 5th post-operative year: 9.2% (5.2%-15.8%) vs 4.3% (4.1%-4.6%) of the class ;-At 6th post-operative year: 10.3% (6.0%-17.3%) vs 4.9% (4.6%-5.1%) of the class ;-At 7th post-operative year: 10.3% (6.0%-17.3%) vs 5.4% (5.2%-5.7%) of the class ;-At 8th post-operative year: 13.5% (8.1%-22.2%) vs 5.9% (5.6%-6.2%) of the class ;-At 9th post-operative year: 13.5% (8.1%-22.2%) vs 6.4% (6.0%-6.7%) of the class;The TANDEM 12/14 Unipolar CoCr Head was comparable, based on overlapping confidence intervals, with the class average of other Unipolar hips up to 4 years. It is important to note that the confidence intervals stop overlapping at year 4, whereupon the risk of revision was higher for the TANDEM 12/14 Unipolar CoCr Head. At 5 years, this study device has a survivorship of 90.8% (84.2-94.8), this is at least in part due to the low number of implantations recorded (84 patients at risk at 5 years) and the large confidence intervals for the subject device. For the entire examined period (1-9 years), the risk of implant revision as determined by an adjusted hazard ratio was not statistically significant for the TANDEM 12/14 Unipolar CoCr Head versus other unipolar hips (HR=1.47, p=0.128).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325675-1-L3,,7/6/2026,5/7/2026,TANDEM Bipolar and Unipolar Hip System,UNIPOLAR HEAD 12/14 45MM +0,76539045,,76539045,,03596010445070,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one hundred and eighty-seven (187) hips underwent primary unipolar modular hip replacement between 18-Nov-2000 and 03-Aug-2009 in which a TANDEM 12/14 Unipolar CoCr Head was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one hundred and eighty-seven (187) hips underwent primary unipolar modular hip replacement between 18-Nov-2000 and 03-Aug-2009 in which a TANDEM 12/14 Unipolar CoCr Head was implanted. Of these, sixteen (16) hips required revision due to the following reasons: two (2) hips due to infection, one (1) due to fracture, two (2) due to chondrolysis/acetabular erosion, nine (9) due to loosening, two (2) due to pain. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Nov-2000 and 03-Aug-2009 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar and Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one hundred and eighty-seven (187) hips underwent Primary unipolar modular hip replacement in which a TANDEM 12/14 Unipolar CoCr Head was implanted in Australia between 18-Nov-2000 and 03-Aug-2009. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post-operative year: 2.4% (0.9%-6.2%) vs 2.1% (1.9%-2.2%) of the class ;-At 2nd post-operative year: 3.0% (1.3%-7.2%) vs 2.7% (2.6%-2.9%) of the class ;-At 3rd post-operative year: 3.8% (1.7%-8.2%) vs 3.3% (3.1%-3.4%) of the class ;-At 4th post-operative year: 6.2% (3.3%-11.8%) vs 3.8% (3.6%-4.0%) of the class ;-At 5th post-operative year: 9.2% (5.2%-15.8%) vs 4.3% (4.1%-4.6%) of the class ;-At 6th post-operative year: 10.3% (6.0%-17.3%) vs 4.9% (4.6%-5.1%) of the class ;-At 7th post-operative year: 10.3% (6.0%-17.3%) vs 5.4% (5.2%-5.7%) of the class ;-At 8th post-operative year: 13.5% (8.1%-22.2%) vs 5.9% (5.6%-6.2%) of the class ;-At 9th post-operative year: 13.5% (8.1%-22.2%) vs 6.4% (6.0%-6.7%) of the class;The TANDEM 12/14 Unipolar CoCr Head was comparable, based on overlapping confidence intervals, with the class average of other Unipolar hips up to 4 years. It is important to note that the confidence intervals stop overlapping at year 4, whereupon the risk of revision was higher for the TANDEM 12/14 Unipolar CoCr Head. At 5 years, this study device has a survivorship of 90.8% (84.2-94.8), this is at least in part due to the low number of implantations recorded (84 patients at risk at 5 years) and the large confidence intervals for the subject device. For the entire examined period (1-9 years), the risk of implant revision as determined by an adjusted hazard ratio was not statistically significant for the TANDEM 12/14 Unipolar CoCr Head versus other unipolar hips (HR=1.47, p=0.128).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325675-1-L4,,7/6/2026,5/7/2026,TANDEM Bipolar and Unipolar Hip System,UNIPOLAR HEAD 12/14 46MM +0,76539046,,76539046,,03596010445087,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one hundred and eighty-seven (187) hips underwent primary unipolar modular hip replacement between 18-Nov-2000 and 03-Aug-2009 in which a TANDEM 12/14 Unipolar CoCr Head was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one hundred and eighty-seven (187) hips underwent primary unipolar modular hip replacement between 18-Nov-2000 and 03-Aug-2009 in which a TANDEM 12/14 Unipolar CoCr Head was implanted. Of these, sixteen (16) hips required revision due to the following reasons: two (2) hips due to infection, one (1) due to fracture, two (2) due to chondrolysis/acetabular erosion, nine (9) due to loosening, two (2) due to pain. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Nov-2000 and 03-Aug-2009 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar and Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one hundred and eighty-seven (187) hips underwent Primary unipolar modular hip replacement in which a TANDEM 12/14 Unipolar CoCr Head was implanted in Australia between 18-Nov-2000 and 03-Aug-2009. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post-operative year: 2.4% (0.9%-6.2%) vs 2.1% (1.9%-2.2%) of the class ;-At 2nd post-operative year: 3.0% (1.3%-7.2%) vs 2.7% (2.6%-2.9%) of the class ;-At 3rd post-operative year: 3.8% (1.7%-8.2%) vs 3.3% (3.1%-3.4%) of the class ;-At 4th post-operative year: 6.2% (3.3%-11.8%) vs 3.8% (3.6%-4.0%) of the class ;-At 5th post-operative year: 9.2% (5.2%-15.8%) vs 4.3% (4.1%-4.6%) of the class ;-At 6th post-operative year: 10.3% (6.0%-17.3%) vs 4.9% (4.6%-5.1%) of the class ;-At 7th post-operative year: 10.3% (6.0%-17.3%) vs 5.4% (5.2%-5.7%) of the class ;-At 8th post-operative year: 13.5% (8.1%-22.2%) vs 5.9% (5.6%-6.2%) of the class ;-At 9th post-operative year: 13.5% (8.1%-22.2%) vs 6.4% (6.0%-6.7%) of the class;The TANDEM 12/14 Unipolar CoCr Head was comparable, based on overlapping confidence intervals, with the class average of other Unipolar hips up to 4 years. It is important to note that the confidence intervals stop overlapping at year 4, whereupon the risk of revision was higher for the TANDEM 12/14 Unipolar CoCr Head. At 5 years, this study device has a survivorship of 90.8% (84.2-94.8), this is at least in part due to the low number of implantations recorded (84 patients at risk at 5 years) and the large confidence intervals for the subject device. For the entire examined period (1-9 years), the risk of implant revision as determined by an adjusted hazard ratio was not statistically significant for the TANDEM 12/14 Unipolar CoCr Head versus other unipolar hips (HR=1.47, p=0.128).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325675-1-L5,,7/6/2026,5/7/2026,TANDEM Bipolar and Unipolar Hip System,UNIPOLAR HEAD 12/14 47MM +0,76539047,,76539047,,03596010445094,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one hundred and eighty-seven (187) hips underwent primary unipolar modular hip replacement between 18-Nov-2000 and 03-Aug-2009 in which a TANDEM 12/14 Unipolar CoCr Head was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one hundred and eighty-seven (187) hips underwent primary unipolar modular hip replacement between 18-Nov-2000 and 03-Aug-2009 in which a TANDEM 12/14 Unipolar CoCr Head was implanted. Of these, sixteen (16) hips required revision due to the following reasons: two (2) hips due to infection, one (1) due to fracture, two (2) due to chondrolysis/acetabular erosion, nine (9) due to loosening, two (2) due to pain. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Nov-2000 and 03-Aug-2009 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar and Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one hundred and eighty-seven (187) hips underwent Primary unipolar modular hip replacement in which a TANDEM 12/14 Unipolar CoCr Head was implanted in Australia between 18-Nov-2000 and 03-Aug-2009. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post-operative year: 2.4% (0.9%-6.2%) vs 2.1% (1.9%-2.2%) of the class ;-At 2nd post-operative year: 3.0% (1.3%-7.2%) vs 2.7% (2.6%-2.9%) of the class ;-At 3rd post-operative year: 3.8% (1.7%-8.2%) vs 3.3% (3.1%-3.4%) of the class ;-At 4th post-operative year: 6.2% (3.3%-11.8%) vs 3.8% (3.6%-4.0%) of the class ;-At 5th post-operative year: 9.2% (5.2%-15.8%) vs 4.3% (4.1%-4.6%) of the class ;-At 6th post-operative year: 10.3% (6.0%-17.3%) vs 4.9% (4.6%-5.1%) of the class ;-At 7th post-operative year: 10.3% (6.0%-17.3%) vs 5.4% (5.2%-5.7%) of the class ;-At 8th post-operative year: 13.5% (8.1%-22.2%) vs 5.9% (5.6%-6.2%) of the class ;-At 9th post-operative year: 13.5% (8.1%-22.2%) vs 6.4% (6.0%-6.7%) of the class;The TANDEM 12/14 Unipolar CoCr Head was comparable, based on overlapping confidence intervals, with the class average of other Unipolar hips up to 4 years. It is important to note that the confidence intervals stop overlapping at year 4, whereupon the risk of revision was higher for the TANDEM 12/14 Unipolar CoCr Head. At 5 years, this study device has a survivorship of 90.8% (84.2-94.8), this is at least in part due to the low number of implantations recorded (84 patients at risk at 5 years) and the large confidence intervals for the subject device. For the entire examined period (1-9 years), the risk of implant revision as determined by an adjusted hazard ratio was not statistically significant for the TANDEM 12/14 Unipolar CoCr Head versus other unipolar hips (HR=1.47, p=0.128).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325675-1-L6,,7/6/2026,5/7/2026,TANDEM Bipolar and Unipolar Hip System,UNIPOLAR HEAD 12/14 48MM +0,76539048,,76539048,,03596010445100,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one hundred and eighty-seven (187) hips underwent primary unipolar modular hip replacement between 18-Nov-2000 and 03-Aug-2009 in which a TANDEM 12/14 Unipolar CoCr Head was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one hundred and eighty-seven (187) hips underwent primary unipolar modular hip replacement between 18-Nov-2000 and 03-Aug-2009 in which a TANDEM 12/14 Unipolar CoCr Head was implanted. Of these, sixteen (16) hips required revision due to the following reasons: two (2) hips due to infection, one (1) due to fracture, two (2) due to chondrolysis/acetabular erosion, nine (9) due to loosening, two (2) due to pain. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Nov-2000 and 03-Aug-2009 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar and Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one hundred and eighty-seven (187) hips underwent Primary unipolar modular hip replacement in which a TANDEM 12/14 Unipolar CoCr Head was implanted in Australia between 18-Nov-2000 and 03-Aug-2009. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post-operative year: 2.4% (0.9%-6.2%) vs 2.1% (1.9%-2.2%) of the class ;-At 2nd post-operative year: 3.0% (1.3%-7.2%) vs 2.7% (2.6%-2.9%) of the class ;-At 3rd post-operative year: 3.8% (1.7%-8.2%) vs 3.3% (3.1%-3.4%) of the class ;-At 4th post-operative year: 6.2% (3.3%-11.8%) vs 3.8% (3.6%-4.0%) of the class ;-At 5th post-operative year: 9.2% (5.2%-15.8%) vs 4.3% (4.1%-4.6%) of the class ;-At 6th post-operative year: 10.3% (6.0%-17.3%) vs 4.9% (4.6%-5.1%) of the class ;-At 7th post-operative year: 10.3% (6.0%-17.3%) vs 5.4% (5.2%-5.7%) of the class ;-At 8th post-operative year: 13.5% (8.1%-22.2%) vs 5.9% (5.6%-6.2%) of the class ;-At 9th post-operative year: 13.5% (8.1%-22.2%) vs 6.4% (6.0%-6.7%) of the class;The TANDEM 12/14 Unipolar CoCr Head was comparable, based on overlapping confidence intervals, with the class average of other Unipolar hips up to 4 years. It is important to note that the confidence intervals stop overlapping at year 4, whereupon the risk of revision was higher for the TANDEM 12/14 Unipolar CoCr Head. At 5 years, this study device has a survivorship of 90.8% (84.2-94.8), this is at least in part due to the low number of implantations recorded (84 patients at risk at 5 years) and the large confidence intervals for the subject device. For the entire examined period (1-9 years), the risk of implant revision as determined by an adjusted hazard ratio was not statistically significant for the TANDEM 12/14 Unipolar CoCr Head versus other unipolar hips (HR=1.47, p=0.128).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325675-1-L7,,7/6/2026,5/7/2026,TANDEM Bipolar and Unipolar Hip System,UNIPOLAR HEAD 12/14 48MM +0,76539048,,76539048,,03596010445100,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one hundred and eighty-seven (187) hips underwent primary unipolar modular hip replacement between 18-Nov-2000 and 03-Aug-2009 in which a TANDEM 12/14 Unipolar CoCr Head was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one hundred and eighty-seven (187) hips underwent primary unipolar modular hip replacement between 18-Nov-2000 and 03-Aug-2009 in which a TANDEM 12/14 Unipolar CoCr Head was implanted. Of these, sixteen (16) hips required revision due to the following reasons: two (2) hips due to infection, one (1) due to fracture, two (2) due to chondrolysis/acetabular erosion, nine (9) due to loosening, two (2) due to pain. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Nov-2000 and 03-Aug-2009 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar and Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one hundred and eighty-seven (187) hips underwent Primary unipolar modular hip replacement in which a TANDEM 12/14 Unipolar CoCr Head was implanted in Australia between 18-Nov-2000 and 03-Aug-2009. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post-operative year: 2.4% (0.9%-6.2%) vs 2.1% (1.9%-2.2%) of the class ;-At 2nd post-operative year: 3.0% (1.3%-7.2%) vs 2.7% (2.6%-2.9%) of the class ;-At 3rd post-operative year: 3.8% (1.7%-8.2%) vs 3.3% (3.1%-3.4%) of the class ;-At 4th post-operative year: 6.2% (3.3%-11.8%) vs 3.8% (3.6%-4.0%) of the class ;-At 5th post-operative year: 9.2% (5.2%-15.8%) vs 4.3% (4.1%-4.6%) of the class ;-At 6th post-operative year: 10.3% (6.0%-17.3%) vs 4.9% (4.6%-5.1%) of the class ;-At 7th post-operative year: 10.3% (6.0%-17.3%) vs 5.4% (5.2%-5.7%) of the class ;-At 8th post-operative year: 13.5% (8.1%-22.2%) vs 5.9% (5.6%-6.2%) of the class ;-At 9th post-operative year: 13.5% (8.1%-22.2%) vs 6.4% (6.0%-6.7%) of the class;The TANDEM 12/14 Unipolar CoCr Head was comparable, based on overlapping confidence intervals, with the class average of other Unipolar hips up to 4 years. It is important to note that the confidence intervals stop overlapping at year 4, whereupon the risk of revision was higher for the TANDEM 12/14 Unipolar CoCr Head. At 5 years, this study device has a survivorship of 90.8% (84.2-94.8), this is at least in part due to the low number of implantations recorded (84 patients at risk at 5 years) and the large confidence intervals for the subject device. For the entire examined period (1-9 years), the risk of implant revision as determined by an adjusted hazard ratio was not statistically significant for the TANDEM 12/14 Unipolar CoCr Head versus other unipolar hips (HR=1.47, p=0.128).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325675-1-L8,,7/6/2026,5/7/2026,TANDEM Bipolar and Unipolar Hip System,UNIPOLAR HEAD 12/14 49MM +0,76539049,,76539049,,03596010445117,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one hundred and eighty-seven (187) hips underwent primary unipolar modular hip replacement between 18-Nov-2000 and 03-Aug-2009 in which a TANDEM 12/14 Unipolar CoCr Head was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one hundred and eighty-seven (187) hips underwent primary unipolar modular hip replacement between 18-Nov-2000 and 03-Aug-2009 in which a TANDEM 12/14 Unipolar CoCr Head was implanted. Of these, sixteen (16) hips required revision due to the following reasons: two (2) hips due to infection, one (1) due to fracture, two (2) due to chondrolysis/acetabular erosion, nine (9) due to loosening, two (2) due to pain. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Nov-2000 and 03-Aug-2009 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar and Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one hundred and eighty-seven (187) hips underwent Primary unipolar modular hip replacement in which a TANDEM 12/14 Unipolar CoCr Head was implanted in Australia between 18-Nov-2000 and 03-Aug-2009. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post-operative year: 2.4% (0.9%-6.2%) vs 2.1% (1.9%-2.2%) of the class ;-At 2nd post-operative year: 3.0% (1.3%-7.2%) vs 2.7% (2.6%-2.9%) of the class ;-At 3rd post-operative year: 3.8% (1.7%-8.2%) vs 3.3% (3.1%-3.4%) of the class ;-At 4th post-operative year: 6.2% (3.3%-11.8%) vs 3.8% (3.6%-4.0%) of the class ;-At 5th post-operative year: 9.2% (5.2%-15.8%) vs 4.3% (4.1%-4.6%) of the class ;-At 6th post-operative year: 10.3% (6.0%-17.3%) vs 4.9% (4.6%-5.1%) of the class ;-At 7th post-operative year: 10.3% (6.0%-17.3%) vs 5.4% (5.2%-5.7%) of the class ;-At 8th post-operative year: 13.5% (8.1%-22.2%) vs 5.9% (5.6%-6.2%) of the class ;-At 9th post-operative year: 13.5% (8.1%-22.2%) vs 6.4% (6.0%-6.7%) of the class;The TANDEM 12/14 Unipolar CoCr Head was comparable, based on overlapping confidence intervals, with the class average of other Unipolar hips up to 4 years. It is important to note that the confidence intervals stop overlapping at year 4, whereupon the risk of revision was higher for the TANDEM 12/14 Unipolar CoCr Head. At 5 years, this study device has a survivorship of 90.8% (84.2-94.8), this is at least in part due to the low number of implantations recorded (84 patients at risk at 5 years) and the large confidence intervals for the subject device. For the entire examined period (1-9 years), the risk of implant revision as determined by an adjusted hazard ratio was not statistically significant for the TANDEM 12/14 Unipolar CoCr Head versus other unipolar hips (HR=1.47, p=0.128).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325675-1-L9,,7/6/2026,5/7/2026,TANDEM Bipolar and Unipolar Hip System,UNIPOLAR HEAD 12/14 49MM +0,76539049,,76539049,,03596010445117,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one hundred and eighty-seven (187) hips underwent primary unipolar modular hip replacement between 18-Nov-2000 and 03-Aug-2009 in which a TANDEM 12/14 Unipolar CoCr Head was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one hundred and eighty-seven (187) hips underwent primary unipolar modular hip replacement between 18-Nov-2000 and 03-Aug-2009 in which a TANDEM 12/14 Unipolar CoCr Head was implanted. Of these, sixteen (16) hips required revision due to the following reasons: two (2) hips due to infection, one (1) due to fracture, two (2) due to chondrolysis/acetabular erosion, nine (9) due to loosening, two (2) due to pain. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Nov-2000 and 03-Aug-2009 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar and Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one hundred and eighty-seven (187) hips underwent Primary unipolar modular hip replacement in which a TANDEM 12/14 Unipolar CoCr Head was implanted in Australia between 18-Nov-2000 and 03-Aug-2009. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post-operative year: 2.4% (0.9%-6.2%) vs 2.1% (1.9%-2.2%) of the class ;-At 2nd post-operative year: 3.0% (1.3%-7.2%) vs 2.7% (2.6%-2.9%) of the class ;-At 3rd post-operative year: 3.8% (1.7%-8.2%) vs 3.3% (3.1%-3.4%) of the class ;-At 4th post-operative year: 6.2% (3.3%-11.8%) vs 3.8% (3.6%-4.0%) of the class ;-At 5th post-operative year: 9.2% (5.2%-15.8%) vs 4.3% (4.1%-4.6%) of the class ;-At 6th post-operative year: 10.3% (6.0%-17.3%) vs 4.9% (4.6%-5.1%) of the class ;-At 7th post-operative year: 10.3% (6.0%-17.3%) vs 5.4% (5.2%-5.7%) of the class ;-At 8th post-operative year: 13.5% (8.1%-22.2%) vs 5.9% (5.6%-6.2%) of the class ;-At 9th post-operative year: 13.5% (8.1%-22.2%) vs 6.4% (6.0%-6.7%) of the class;The TANDEM 12/14 Unipolar CoCr Head was comparable, based on overlapping confidence intervals, with the class average of other Unipolar hips up to 4 years. It is important to note that the confidence intervals stop overlapping at year 4, whereupon the risk of revision was higher for the TANDEM 12/14 Unipolar CoCr Head. At 5 years, this study device has a survivorship of 90.8% (84.2-94.8), this is at least in part due to the low number of implantations recorded (84 patients at risk at 5 years) and the large confidence intervals for the subject device. For the entire examined period (1-9 years), the risk of implant revision as determined by an adjusted hazard ratio was not statistically significant for the TANDEM 12/14 Unipolar CoCr Head versus other unipolar hips (HR=1.47, p=0.128).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325675-1-L10,,7/6/2026,5/7/2026,TANDEM Bipolar and Unipolar Hip System,UNIPOLAR HEAD 12/14 50MM +0,76539050,,76539050,,03596010515636,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one hundred and eighty-seven (187) hips underwent primary unipolar modular hip replacement between 18-Nov-2000 and 03-Aug-2009 in which a TANDEM 12/14 Unipolar CoCr Head was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one hundred and eighty-seven (187) hips underwent primary unipolar modular hip replacement between 18-Nov-2000 and 03-Aug-2009 in which a TANDEM 12/14 Unipolar CoCr Head was implanted. Of these, sixteen (16) hips required revision due to the following reasons: two (2) hips due to infection, one (1) due to fracture, two (2) due to chondrolysis/acetabular erosion, nine (9) due to loosening, two (2) due to pain. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Nov-2000 and 03-Aug-2009 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar and Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one hundred and eighty-seven (187) hips underwent Primary unipolar modular hip replacement in which a TANDEM 12/14 Unipolar CoCr Head was implanted in Australia between 18-Nov-2000 and 03-Aug-2009. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post-operative year: 2.4% (0.9%-6.2%) vs 2.1% (1.9%-2.2%) of the class ;-At 2nd post-operative year: 3.0% (1.3%-7.2%) vs 2.7% (2.6%-2.9%) of the class ;-At 3rd post-operative year: 3.8% (1.7%-8.2%) vs 3.3% (3.1%-3.4%) of the class ;-At 4th post-operative year: 6.2% (3.3%-11.8%) vs 3.8% (3.6%-4.0%) of the class ;-At 5th post-operative year: 9.2% (5.2%-15.8%) vs 4.3% (4.1%-4.6%) of the class ;-At 6th post-operative year: 10.3% (6.0%-17.3%) vs 4.9% (4.6%-5.1%) of the class ;-At 7th post-operative year: 10.3% (6.0%-17.3%) vs 5.4% (5.2%-5.7%) of the class ;-At 8th post-operative year: 13.5% (8.1%-22.2%) vs 5.9% (5.6%-6.2%) of the class ;-At 9th post-operative year: 13.5% (8.1%-22.2%) vs 6.4% (6.0%-6.7%) of the class;The TANDEM 12/14 Unipolar CoCr Head was comparable, based on overlapping confidence intervals, with the class average of other Unipolar hips up to 4 years. It is important to note that the confidence intervals stop overlapping at year 4, whereupon the risk of revision was higher for the TANDEM 12/14 Unipolar CoCr Head. At 5 years, this study device has a survivorship of 90.8% (84.2-94.8), this is at least in part due to the low number of implantations recorded (84 patients at risk at 5 years) and the large confidence intervals for the subject device. For the entire examined period (1-9 years), the risk of implant revision as determined by an adjusted hazard ratio was not statistically significant for the TANDEM 12/14 Unipolar CoCr Head versus other unipolar hips (HR=1.47, p=0.128).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325675-1-L11,,7/6/2026,5/7/2026,TANDEM Bipolar and Unipolar Hip System,UNIPOLAR HEAD 12/14 50MM +0,76539050,,76539050,,03596010515636,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one hundred and eighty-seven (187) hips underwent primary unipolar modular hip replacement between 18-Nov-2000 and 03-Aug-2009 in which a TANDEM 12/14 Unipolar CoCr Head was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one hundred and eighty-seven (187) hips underwent primary unipolar modular hip replacement between 18-Nov-2000 and 03-Aug-2009 in which a TANDEM 12/14 Unipolar CoCr Head was implanted. Of these, sixteen (16) hips required revision due to the following reasons: two (2) hips due to infection, one (1) due to fracture, two (2) due to chondrolysis/acetabular erosion, nine (9) due to loosening, two (2) due to pain. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Nov-2000 and 03-Aug-2009 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar and Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one hundred and eighty-seven (187) hips underwent Primary unipolar modular hip replacement in which a TANDEM 12/14 Unipolar CoCr Head was implanted in Australia between 18-Nov-2000 and 03-Aug-2009. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post-operative year: 2.4% (0.9%-6.2%) vs 2.1% (1.9%-2.2%) of the class ;-At 2nd post-operative year: 3.0% (1.3%-7.2%) vs 2.7% (2.6%-2.9%) of the class ;-At 3rd post-operative year: 3.8% (1.7%-8.2%) vs 3.3% (3.1%-3.4%) of the class ;-At 4th post-operative year: 6.2% (3.3%-11.8%) vs 3.8% (3.6%-4.0%) of the class ;-At 5th post-operative year: 9.2% (5.2%-15.8%) vs 4.3% (4.1%-4.6%) of the class ;-At 6th post-operative year: 10.3% (6.0%-17.3%) vs 4.9% (4.6%-5.1%) of the class ;-At 7th post-operative year: 10.3% (6.0%-17.3%) vs 5.4% (5.2%-5.7%) of the class ;-At 8th post-operative year: 13.5% (8.1%-22.2%) vs 5.9% (5.6%-6.2%) of the class ;-At 9th post-operative year: 13.5% (8.1%-22.2%) vs 6.4% (6.0%-6.7%) of the class;The TANDEM 12/14 Unipolar CoCr Head was comparable, based on overlapping confidence intervals, with the class average of other Unipolar hips up to 4 years. It is important to note that the confidence intervals stop overlapping at year 4, whereupon the risk of revision was higher for the TANDEM 12/14 Unipolar CoCr Head. At 5 years, this study device has a survivorship of 90.8% (84.2-94.8), this is at least in part due to the low number of implantations recorded (84 patients at risk at 5 years) and the large confidence intervals for the subject device. For the entire examined period (1-9 years), the risk of implant revision as determined by an adjusted hazard ratio was not statistically significant for the TANDEM 12/14 Unipolar CoCr Head versus other unipolar hips (HR=1.47, p=0.128).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325675-1-L12,,7/6/2026,5/7/2026,TANDEM Bipolar and Unipolar Hip System,UNIPOLAR HEAD 12/14 50MM +0,76539050,,76539050,,03596010515636,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one hundred and eighty-seven (187) hips underwent primary unipolar modular hip replacement between 18-Nov-2000 and 03-Aug-2009 in which a TANDEM 12/14 Unipolar CoCr Head was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one hundred and eighty-seven (187) hips underwent primary unipolar modular hip replacement between 18-Nov-2000 and 03-Aug-2009 in which a TANDEM 12/14 Unipolar CoCr Head was implanted. Of these, sixteen (16) hips required revision due to the following reasons: two (2) hips due to infection, one (1) due to fracture, two (2) due to chondrolysis/acetabular erosion, nine (9) due to loosening, two (2) due to pain. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Nov-2000 and 03-Aug-2009 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar and Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one hundred and eighty-seven (187) hips underwent Primary unipolar modular hip replacement in which a TANDEM 12/14 Unipolar CoCr Head was implanted in Australia between 18-Nov-2000 and 03-Aug-2009. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post-operative year: 2.4% (0.9%-6.2%) vs 2.1% (1.9%-2.2%) of the class ;-At 2nd post-operative year: 3.0% (1.3%-7.2%) vs 2.7% (2.6%-2.9%) of the class ;-At 3rd post-operative year: 3.8% (1.7%-8.2%) vs 3.3% (3.1%-3.4%) of the class ;-At 4th post-operative year: 6.2% (3.3%-11.8%) vs 3.8% (3.6%-4.0%) of the class ;-At 5th post-operative year: 9.2% (5.2%-15.8%) vs 4.3% (4.1%-4.6%) of the class ;-At 6th post-operative year: 10.3% (6.0%-17.3%) vs 4.9% (4.6%-5.1%) of the class ;-At 7th post-operative year: 10.3% (6.0%-17.3%) vs 5.4% (5.2%-5.7%) of the class ;-At 8th post-operative year: 13.5% (8.1%-22.2%) vs 5.9% (5.6%-6.2%) of the class ;-At 9th post-operative year: 13.5% (8.1%-22.2%) vs 6.4% (6.0%-6.7%) of the class;The TANDEM 12/14 Unipolar CoCr Head was comparable, based on overlapping confidence intervals, with the class average of other Unipolar hips up to 4 years. It is important to note that the confidence intervals stop overlapping at year 4, whereupon the risk of revision was higher for the TANDEM 12/14 Unipolar CoCr Head. At 5 years, this study device has a survivorship of 90.8% (84.2-94.8), this is at least in part due to the low number of implantations recorded (84 patients at risk at 5 years) and the large confidence intervals for the subject device. For the entire examined period (1-9 years), the risk of implant revision as determined by an adjusted hazard ratio was not statistically significant for the TANDEM 12/14 Unipolar CoCr Head versus other unipolar hips (HR=1.47, p=0.128).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325675-1-L13,,7/6/2026,5/7/2026,TANDEM Bipolar and Unipolar Hip System,UNIPOLAR HEAD 12/14 51MM +0,76539051,,76539051,,03596010445124,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one hundred and eighty-seven (187) hips underwent primary unipolar modular hip replacement between 18-Nov-2000 and 03-Aug-2009 in which a TANDEM 12/14 Unipolar CoCr Head was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one hundred and eighty-seven (187) hips underwent primary unipolar modular hip replacement between 18-Nov-2000 and 03-Aug-2009 in which a TANDEM 12/14 Unipolar CoCr Head was implanted. Of these, sixteen (16) hips required revision due to the following reasons: two (2) hips due to infection, one (1) due to fracture, two (2) due to chondrolysis/acetabular erosion, nine (9) due to loosening, two (2) due to pain. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Nov-2000 and 03-Aug-2009 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar and Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one hundred and eighty-seven (187) hips underwent Primary unipolar modular hip replacement in which a TANDEM 12/14 Unipolar CoCr Head was implanted in Australia between 18-Nov-2000 and 03-Aug-2009. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post-operative year: 2.4% (0.9%-6.2%) vs 2.1% (1.9%-2.2%) of the class ;-At 2nd post-operative year: 3.0% (1.3%-7.2%) vs 2.7% (2.6%-2.9%) of the class ;-At 3rd post-operative year: 3.8% (1.7%-8.2%) vs 3.3% (3.1%-3.4%) of the class ;-At 4th post-operative year: 6.2% (3.3%-11.8%) vs 3.8% (3.6%-4.0%) of the class ;-At 5th post-operative year: 9.2% (5.2%-15.8%) vs 4.3% (4.1%-4.6%) of the class ;-At 6th post-operative year: 10.3% (6.0%-17.3%) vs 4.9% (4.6%-5.1%) of the class ;-At 7th post-operative year: 10.3% (6.0%-17.3%) vs 5.4% (5.2%-5.7%) of the class ;-At 8th post-operative year: 13.5% (8.1%-22.2%) vs 5.9% (5.6%-6.2%) of the class ;-At 9th post-operative year: 13.5% (8.1%-22.2%) vs 6.4% (6.0%-6.7%) of the class;The TANDEM 12/14 Unipolar CoCr Head was comparable, based on overlapping confidence intervals, with the class average of other Unipolar hips up to 4 years. It is important to note that the confidence intervals stop overlapping at year 4, whereupon the risk of revision was higher for the TANDEM 12/14 Unipolar CoCr Head. At 5 years, this study device has a survivorship of 90.8% (84.2-94.8), this is at least in part due to the low number of implantations recorded (84 patients at risk at 5 years) and the large confidence intervals for the subject device. For the entire examined period (1-9 years), the risk of implant revision as determined by an adjusted hazard ratio was not statistically significant for the TANDEM 12/14 Unipolar CoCr Head versus other unipolar hips (HR=1.47, p=0.128).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325675-1-L14,,7/6/2026,5/7/2026,TANDEM Bipolar and Unipolar Hip System,UNIPOLAR HEAD 12/14 51MM +0,76539051,,76539051,,03596010445124,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one hundred and eighty-seven (187) hips underwent primary unipolar modular hip replacement between 18-Nov-2000 and 03-Aug-2009 in which a TANDEM 12/14 Unipolar CoCr Head was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one hundred and eighty-seven (187) hips underwent primary unipolar modular hip replacement between 18-Nov-2000 and 03-Aug-2009 in which a TANDEM 12/14 Unipolar CoCr Head was implanted. Of these, sixteen (16) hips required revision due to the following reasons: two (2) hips due to infection, one (1) due to fracture, two (2) due to chondrolysis/acetabular erosion, nine (9) due to loosening, two (2) due to pain. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Nov-2000 and 03-Aug-2009 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar and Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one hundred and eighty-seven (187) hips underwent Primary unipolar modular hip replacement in which a TANDEM 12/14 Unipolar CoCr Head was implanted in Australia between 18-Nov-2000 and 03-Aug-2009. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post-operative year: 2.4% (0.9%-6.2%) vs 2.1% (1.9%-2.2%) of the class ;-At 2nd post-operative year: 3.0% (1.3%-7.2%) vs 2.7% (2.6%-2.9%) of the class ;-At 3rd post-operative year: 3.8% (1.7%-8.2%) vs 3.3% (3.1%-3.4%) of the class ;-At 4th post-operative year: 6.2% (3.3%-11.8%) vs 3.8% (3.6%-4.0%) of the class ;-At 5th post-operative year: 9.2% (5.2%-15.8%) vs 4.3% (4.1%-4.6%) of the class ;-At 6th post-operative year: 10.3% (6.0%-17.3%) vs 4.9% (4.6%-5.1%) of the class ;-At 7th post-operative year: 10.3% (6.0%-17.3%) vs 5.4% (5.2%-5.7%) of the class ;-At 8th post-operative year: 13.5% (8.1%-22.2%) vs 5.9% (5.6%-6.2%) of the class ;-At 9th post-operative year: 13.5% (8.1%-22.2%) vs 6.4% (6.0%-6.7%) of the class;The TANDEM 12/14 Unipolar CoCr Head was comparable, based on overlapping confidence intervals, with the class average of other Unipolar hips up to 4 years. It is important to note that the confidence intervals stop overlapping at year 4, whereupon the risk of revision was higher for the TANDEM 12/14 Unipolar CoCr Head. At 5 years, this study device has a survivorship of 90.8% (84.2-94.8), this is at least in part due to the low number of implantations recorded (84 patients at risk at 5 years) and the large confidence intervals for the subject device. For the entire examined period (1-9 years), the risk of implant revision as determined by an adjusted hazard ratio was not statistically significant for the TANDEM 12/14 Unipolar CoCr Head versus other unipolar hips (HR=1.47, p=0.128).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325675-1-L15,,7/6/2026,5/7/2026,TANDEM Bipolar and Unipolar Hip System,UNIPOLAR HEAD 12/14 52MM +0,76539052,,76539052,,03596010445131,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one hundred and eighty-seven (187) hips underwent primary unipolar modular hip replacement between 18-Nov-2000 and 03-Aug-2009 in which a TANDEM 12/14 Unipolar CoCr Head was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one hundred and eighty-seven (187) hips underwent primary unipolar modular hip replacement between 18-Nov-2000 and 03-Aug-2009 in which a TANDEM 12/14 Unipolar CoCr Head was implanted. Of these, sixteen (16) hips required revision due to the following reasons: two (2) hips due to infection, one (1) due to fracture, two (2) due to chondrolysis/acetabular erosion, nine (9) due to loosening, two (2) due to pain. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Nov-2000 and 03-Aug-2009 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar and Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one hundred and eighty-seven (187) hips underwent Primary unipolar modular hip replacement in which a TANDEM 12/14 Unipolar CoCr Head was implanted in Australia between 18-Nov-2000 and 03-Aug-2009. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post-operative year: 2.4% (0.9%-6.2%) vs 2.1% (1.9%-2.2%) of the class ;-At 2nd post-operative year: 3.0% (1.3%-7.2%) vs 2.7% (2.6%-2.9%) of the class ;-At 3rd post-operative year: 3.8% (1.7%-8.2%) vs 3.3% (3.1%-3.4%) of the class ;-At 4th post-operative year: 6.2% (3.3%-11.8%) vs 3.8% (3.6%-4.0%) of the class ;-At 5th post-operative year: 9.2% (5.2%-15.8%) vs 4.3% (4.1%-4.6%) of the class ;-At 6th post-operative year: 10.3% (6.0%-17.3%) vs 4.9% (4.6%-5.1%) of the class ;-At 7th post-operative year: 10.3% (6.0%-17.3%) vs 5.4% (5.2%-5.7%) of the class ;-At 8th post-operative year: 13.5% (8.1%-22.2%) vs 5.9% (5.6%-6.2%) of the class ;-At 9th post-operative year: 13.5% (8.1%-22.2%) vs 6.4% (6.0%-6.7%) of the class;The TANDEM 12/14 Unipolar CoCr Head was comparable, based on overlapping confidence intervals, with the class average of other Unipolar hips up to 4 years. It is important to note that the confidence intervals stop overlapping at year 4, whereupon the risk of revision was higher for the TANDEM 12/14 Unipolar CoCr Head. At 5 years, this study device has a survivorship of 90.8% (84.2-94.8), this is at least in part due to the low number of implantations recorded (84 patients at risk at 5 years) and the large confidence intervals for the subject device. For the entire examined period (1-9 years), the risk of implant revision as determined by an adjusted hazard ratio was not statistically significant for the TANDEM 12/14 Unipolar CoCr Head versus other unipolar hips (HR=1.47, p=0.128).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325675-1-L16,,7/6/2026,5/7/2026,TANDEM Bipolar and Unipolar Hip System,UNIPOLAR HEAD 12/14 54MM +0,76539054,,76539054,,03596010459596,,,IN,"It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one hundred and eighty-seven (187) hips underwent primary unipolar modular hip replacement between 18-Nov-2000 and 03-Aug-2009 in which a TANDEM 12/14 Unipolar CoCr Head was implanted. Of these, one (1) hip required revision due to unknown reasons. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of one hundred and eighty-seven (187) hips underwent primary unipolar modular hip replacement between 18-Nov-2000 and 03-Aug-2009 in which a TANDEM 12/14 Unipolar CoCr Head was implanted. Of these, sixteen (16) hips required revision due to the following reasons: two (2) hips due to infection, one (1) due to fracture, two (2) due to chondrolysis/acetabular erosion, nine (9) due to loosening, two (2) due to pain. Due to the stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. ;Timeframe of Registry Data: Implantations conducted between 18-Nov-2000 and 03-Aug-2009 in Australia;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar and Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one hundred and eighty-seven (187) hips underwent Primary unipolar modular hip replacement in which a TANDEM 12/14 Unipolar CoCr Head was implanted in Australia between 18-Nov-2000 and 03-Aug-2009. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st post-operative year: 2.4% (0.9%-6.2%) vs 2.1% (1.9%-2.2%) of the class ;-At 2nd post-operative year: 3.0% (1.3%-7.2%) vs 2.7% (2.6%-2.9%) of the class ;-At 3rd post-operative year: 3.8% (1.7%-8.2%) vs 3.3% (3.1%-3.4%) of the class ;-At 4th post-operative year: 6.2% (3.3%-11.8%) vs 3.8% (3.6%-4.0%) of the class ;-At 5th post-operative year: 9.2% (5.2%-15.8%) vs 4.3% (4.1%-4.6%) of the class ;-At 6th post-operative year: 10.3% (6.0%-17.3%) vs 4.9% (4.6%-5.1%) of the class ;-At 7th post-operative year: 10.3% (6.0%-17.3%) vs 5.4% (5.2%-5.7%) of the class ;-At 8th post-operative year: 13.5% (8.1%-22.2%) vs 5.9% (5.6%-6.2%) of the class ;-At 9th post-operative year: 13.5% (8.1%-22.2%) vs 6.4% (6.0%-6.7%) of the class;The TANDEM 12/14 Unipolar CoCr Head was comparable, based on overlapping confidence intervals, with the class average of other Unipolar hips up to 4 years. It is important to note that the confidence intervals stop overlapping at year 4, whereupon the risk of revision was higher for the TANDEM 12/14 Unipolar CoCr Head. At 5 years, this study device has a survivorship of 90.8% (84.2-94.8), this is at least in part due to the low number of implantations recorded (84 patients at risk at 5 years) and the large confidence intervals for the subject device. For the entire examined period (1-9 years), the risk of implant revision as determined by an adjusted hazard ratio was not statistically significant for the TANDEM 12/14 Unipolar CoCr Head versus other unipolar hips (HR=1.47, p=0.128).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L1,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 40MM,126640,,126640,,03596010079695,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L2,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 41MM,126641,,126641,,03596010079701,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L3,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 41MM,126641,,126641,,03596010079701,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L4,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 41MM,126641,,126641,,03596010079701,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L5,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 41MM,126641,,126641,,03596010079701,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L6,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 42MM,126642,,126642,,03596010079718,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L7,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 42MM,126642,,126642,,03596010079718,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L8,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 42MM,126642,,126642,,03596010079718,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L9,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 42MM,126642,,126642,,03596010079718,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L10,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 42MM,126642,,126642,,03596010079718,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L11,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 42MM,126642,,126642,,03596010079718,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L12,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 42MM,126642,,126642,,03596010079718,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L13,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 42MM,126642,,126642,,03596010079718,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L14,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 42MM,126642,,126642,,03596010079718,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L15,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 42MM,126642,,126642,,03596010079718,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L16,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 42MM,126642,,126642,,03596010079718,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L17,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 42MM,126642,,126642,,03596010079718,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L18,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 43MM,126643,,126643,,03596010079725,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L19,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 43MM,126643,,126643,,03596010079725,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L20,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 43MM,126643,,126643,,03596010079725,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L21,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 43MM,126643,,126643,,03596010079725,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L22,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 43MM,126643,,126643,,03596010079725,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L23,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 43MM,126643,,126643,,03596010079725,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L24,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 43MM,126643,,126643,,03596010079725,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L25,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 43MM,126643,,126643,,03596010079725,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L26,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 43MM,126643,,126643,,03596010079725,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L27,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 43MM,126643,,126643,,03596010079725,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L28,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 43MM,126643,,126643,,03596010079725,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L29,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 43MM,126643,,126643,,03596010079725,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L30,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 43MM,126643,,126643,,03596010079725,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L31,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 43MM,126643,,126643,,03596010079725,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L32,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 43MM,126643,,126643,,03596010079725,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L33,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 43MM,126643,,126643,,03596010079725,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L34,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 43MM,126643,,126643,,03596010079725,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L35,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 43MM,126643,,126643,,03596010079725,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L36,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 43MM,126643,,126643,,03596010079725,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L37,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 43MM,126643,,126643,,03596010079725,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L38,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 44MM,126644,,126644,,03596010079732,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L39,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 44MM,126644,,126644,,03596010079732,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L40,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 44MM,126644,,126644,,03596010079732,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L41,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 44MM,126644,,126644,,03596010079732,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L42,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 44MM,126644,,126644,,03596010079732,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L43,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 44MM,126644,,126644,,03596010079732,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L44,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 44MM,126644,,126644,,03596010079732,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L45,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 44MM,126644,,126644,,03596010079732,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L46,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 44MM,126644,,126644,,03596010079732,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L47,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 44MM,126644,,126644,,03596010079732,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L48,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 44MM,126644,,126644,,03596010079732,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L49,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 44MM,126644,,126644,,03596010079732,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L50,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 44MM,126644,,126644,,03596010079732,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L51,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 44MM,126644,,126644,,03596010079732,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L52,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 44MM,126644,,126644,,03596010079732,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L53,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 44MM,126644,,126644,,03596010079732,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L54,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 44MM,126644,,126644,,03596010079732,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L55,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 44MM,126644,,126644,,03596010079732,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L56,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 44MM,126644,,126644,,03596010079732,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L57,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 44MM,126644,,126644,,03596010079732,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L58,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 44MM,126644,,126644,,03596010079732,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L59,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 44MM,126644,,126644,,03596010079732,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L60,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 44MM,126644,,126644,,03596010079732,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L61,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 44MM,126644,,126644,,03596010079732,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L62,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 44MM,126644,,126644,,03596010079732,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L63,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 44MM,126644,,126644,,03596010079732,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L64,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 44MM,126644,,126644,,03596010079732,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L65,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 44MM,126644,,126644,,03596010079732,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L66,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 44MM,126644,,126644,,03596010079732,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L67,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 44MM,126644,,126644,,03596010079732,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L68,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 44MM,126644,,126644,,03596010079732,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L69,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 44MM,126644,,126644,,03596010079732,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L70,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 44MM,126644,,126644,,03596010079732,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L71,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 44MM,126644,,126644,,03596010079732,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L72,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 44MM,126644,,126644,,03596010079732,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L73,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 45MM,126645,,126645,,03596010079749,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L74,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 45MM,126645,,126645,,03596010079749,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L75,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 45MM,126645,,126645,,03596010079749,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L76,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 45MM,126645,,126645,,03596010079749,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L77,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 45MM,126645,,126645,,03596010079749,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L78,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 45MM,126645,,126645,,03596010079749,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L79,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 45MM,126645,,126645,,03596010079749,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L80,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 45MM,126645,,126645,,03596010079749,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L81,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 45MM,126645,,126645,,03596010079749,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L82,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 45MM,126645,,126645,,03596010079749,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L83,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 45MM,126645,,126645,,03596010079749,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L84,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 45MM,126645,,126645,,03596010079749,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L85,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 45MM,126645,,126645,,03596010079749,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L86,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 45MM,126645,,126645,,03596010079749,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L87,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 45MM,126645,,126645,,03596010079749,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L88,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 45MM,126645,,126645,,03596010079749,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L89,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 45MM,126645,,126645,,03596010079749,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L90,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 45MM,126645,,126645,,03596010079749,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L91,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 45MM,126645,,126645,,03596010079749,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L92,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 45MM,126645,,126645,,03596010079749,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L93,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 45MM,126645,,126645,,03596010079749,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L94,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 45MM,126645,,126645,,03596010079749,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L95,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 45MM,126645,,126645,,03596010079749,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L96,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 45MM,126645,,126645,,03596010079749,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L97,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 45MM,126645,,126645,,03596010079749,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L98,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 45MM,126645,,126645,,03596010079749,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L99,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 45MM,126645,,126645,,03596010079749,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L100,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 45MM,126645,,126645,,03596010079749,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L101,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 45MM,126645,,126645,,03596010079749,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L102,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 45MM,126645,,126645,,03596010079749,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L103,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 45MM,126645,,126645,,03596010079749,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L104,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 45MM,126645,,126645,,03596010079749,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L105,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 45MM,126645,,126645,,03596010079749,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L106,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 45MM,126645,,126645,,03596010079749,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L107,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 45MM,126645,,126645,,03596010079749,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L108,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 45MM,126645,,126645,,03596010079749,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L109,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 45MM,126645,,126645,,03596010079749,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L110,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 45MM,126645,,126645,,03596010079749,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L111,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 45MM,126645,,126645,,03596010079749,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L112,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 45MM,126645,,126645,,03596010079749,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L113,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 45MM,126645,,126645,,03596010079749,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L114,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 45MM,126645,,126645,,03596010079749,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L115,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 45MM,126645,,126645,,03596010079749,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L116,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 45MM,126645,,126645,,03596010079749,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L117,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 46MM,126646,,126646,,03596010079756,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L118,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 46MM,126646,,126646,,03596010079756,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L119,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 46MM,126646,,126646,,03596010079756,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L120,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 46MM,126646,,126646,,03596010079756,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L121,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 46MM,126646,,126646,,03596010079756,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L122,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 46MM,126646,,126646,,03596010079756,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L123,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 46MM,126646,,126646,,03596010079756,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L124,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 46MM,126646,,126646,,03596010079756,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L125,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 46MM,126646,,126646,,03596010079756,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L126,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 46MM,126646,,126646,,03596010079756,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L127,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 46MM,126646,,126646,,03596010079756,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L128,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 46MM,126646,,126646,,03596010079756,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L129,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 46MM,126646,,126646,,03596010079756,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L130,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 46MM,126646,,126646,,03596010079756,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L131,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 46MM,126646,,126646,,03596010079756,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L132,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 46MM,126646,,126646,,03596010079756,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L133,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 46MM,126646,,126646,,03596010079756,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L134,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 46MM,126646,,126646,,03596010079756,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L135,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 46MM,126646,,126646,,03596010079756,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L136,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 46MM,126646,,126646,,03596010079756,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L137,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 46MM,126646,,126646,,03596010079756,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L138,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 46MM,126646,,126646,,03596010079756,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L139,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 46MM,126646,,126646,,03596010079756,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L140,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 46MM,126646,,126646,,03596010079756,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L141,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 46MM,126646,,126646,,03596010079756,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L142,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 46MM,126646,,126646,,03596010079756,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L143,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 46MM,126646,,126646,,03596010079756,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L144,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 46MM,126646,,126646,,03596010079756,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L145,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 46MM,126646,,126646,,03596010079756,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L146,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 46MM,126646,,126646,,03596010079756,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L147,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 46MM,126646,,126646,,03596010079756,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L148,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 46MM,126646,,126646,,03596010079756,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L149,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 46MM,126646,,126646,,03596010079756,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L150,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 46MM,126646,,126646,,03596010079756,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L151,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 46MM,126646,,126646,,03596010079756,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L152,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 46MM,126646,,126646,,03596010079756,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L153,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 46MM,126646,,126646,,03596010079756,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L154,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 46MM,126646,,126646,,03596010079756,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L155,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 46MM,126646,,126646,,03596010079756,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L156,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 46MM,126646,,126646,,03596010079756,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L157,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 46MM,126646,,126646,,03596010079756,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L158,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 46MM,126646,,126646,,03596010079756,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L159,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 46MM,126646,,126646,,03596010079756,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L160,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 47MM,126647,,126647,,03596010079763,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L161,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 47MM,126647,,126647,,03596010079763,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L162,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 47MM,126647,,126647,,03596010079763,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L163,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 47MM,126647,,126647,,03596010079763,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L164,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 47MM,126647,,126647,,03596010079763,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L165,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 47MM,126647,,126647,,03596010079763,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L166,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 47MM,126647,,126647,,03596010079763,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L167,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 47MM,126647,,126647,,03596010079763,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L168,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 47MM,126647,,126647,,03596010079763,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L169,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 47MM,126647,,126647,,03596010079763,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L170,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 47MM,126647,,126647,,03596010079763,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L171,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 47MM,126647,,126647,,03596010079763,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L172,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 47MM,126647,,126647,,03596010079763,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L173,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 47MM,126647,,126647,,03596010079763,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L174,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 47MM,126647,,126647,,03596010079763,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L175,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 47MM,126647,,126647,,03596010079763,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L176,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 47MM,126647,,126647,,03596010079763,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L177,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 47MM,126647,,126647,,03596010079763,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L178,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 47MM,126647,,126647,,03596010079763,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L179,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 47MM,126647,,126647,,03596010079763,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L180,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 47MM,126647,,126647,,03596010079763,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L181,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 47MM,126647,,126647,,03596010079763,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L182,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 47MM,126647,,126647,,03596010079763,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L183,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 47MM,126647,,126647,,03596010079763,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L184,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 47MM,126647,,126647,,03596010079763,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L185,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 47MM,126647,,126647,,03596010079763,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L186,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 47MM,126647,,126647,,03596010079763,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L187,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 47MM,126647,,126647,,03596010079763,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L188,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 47MM,126647,,126647,,03596010079763,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L189,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 47MM,126647,,126647,,03596010079763,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L190,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 47MM,126647,,126647,,03596010079763,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L191,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 47MM,126647,,126647,,03596010079763,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L192,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 47MM,126647,,126647,,03596010079763,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L193,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 47MM,126647,,126647,,03596010079763,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L194,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 47MM,126647,,126647,,03596010079763,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L195,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 47MM,126647,,126647,,03596010079763,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L196,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 47MM,126647,,126647,,03596010079763,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L197,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 47MM,126647,,126647,,03596010079763,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L198,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 47MM,126647,,126647,,03596010079763,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L199,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 47MM,126647,,126647,,03596010079763,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L200,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 47MM,126647,,126647,,03596010079763,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L201,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 47MM,126647,,126647,,03596010079763,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L202,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 47MM,126647,,126647,,03596010079763,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L203,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 47MM,126647,,126647,,03596010079763,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L204,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 47MM,126647,,126647,,03596010079763,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L205,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 48MM,126648,,126648,,03596010079770,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L206,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 48MM,126648,,126648,,03596010079770,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L207,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 48MM,126648,,126648,,03596010079770,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L208,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 48MM,126648,,126648,,03596010079770,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L209,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 48MM,126648,,126648,,03596010079770,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L210,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 48MM,126648,,126648,,03596010079770,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L211,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 48MM,126648,,126648,,03596010079770,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L212,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 48MM,126648,,126648,,03596010079770,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L213,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 48MM,126648,,126648,,03596010079770,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L214,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 48MM,126648,,126648,,03596010079770,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L215,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 48MM,126648,,126648,,03596010079770,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L216,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 48MM,126648,,126648,,03596010079770,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L217,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 48MM,126648,,126648,,03596010079770,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L218,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 48MM,126648,,126648,,03596010079770,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L219,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 48MM,126648,,126648,,03596010079770,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L220,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 48MM,126648,,126648,,03596010079770,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L221,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 48MM,126648,,126648,,03596010079770,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L222,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 48MM,126648,,126648,,03596010079770,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L223,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 48MM,126648,,126648,,03596010079770,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L224,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 48MM,126648,,126648,,03596010079770,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L225,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 48MM,126648,,126648,,03596010079770,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L226,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 48MM,126648,,126648,,03596010079770,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L227,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 48MM,126648,,126648,,03596010079770,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L228,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 48MM,126648,,126648,,03596010079770,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L229,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 48MM,126648,,126648,,03596010079770,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L230,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 48MM,126648,,126648,,03596010079770,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L231,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 48MM,126648,,126648,,03596010079770,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L232,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 48MM,126648,,126648,,03596010079770,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L233,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 48MM,126648,,126648,,03596010079770,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L234,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 48MM,126648,,126648,,03596010079770,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L235,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 48MM,126648,,126648,,03596010079770,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L236,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 48MM,126648,,126648,,03596010079770,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L237,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 48MM,126648,,126648,,03596010079770,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L238,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 48MM,126648,,126648,,03596010079770,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L239,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 48MM,126648,,126648,,03596010079770,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L240,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 48MM,126648,,126648,,03596010079770,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L241,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 48MM,126648,,126648,,03596010079770,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L242,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 48MM,126648,,126648,,03596010079770,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L243,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 48MM,126648,,126648,,03596010079770,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L244,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 48MM,126648,,126648,,03596010079770,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L245,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 49MM,126649,,126649,,03596010079787,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L246,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 49MM,126649,,126649,,03596010079787,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L247,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 49MM,126649,,126649,,03596010079787,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L248,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 49MM,126649,,126649,,03596010079787,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L249,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 49MM,126649,,126649,,03596010079787,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L250,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 49MM,126649,,126649,,03596010079787,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L251,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 49MM,126649,,126649,,03596010079787,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L252,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 49MM,126649,,126649,,03596010079787,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L253,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 49MM,126649,,126649,,03596010079787,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L254,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 49MM,126649,,126649,,03596010079787,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L255,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 49MM,126649,,126649,,03596010079787,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L256,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 49MM,126649,,126649,,03596010079787,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L257,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 49MM,126649,,126649,,03596010079787,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L258,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 49MM,126649,,126649,,03596010079787,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L259,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 49MM,126649,,126649,,03596010079787,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L260,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 49MM,126649,,126649,,03596010079787,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L261,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 49MM,126649,,126649,,03596010079787,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L262,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 49MM,126649,,126649,,03596010079787,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L263,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 49MM,126649,,126649,,03596010079787,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L264,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 49MM,126649,,126649,,03596010079787,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L265,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 49MM,126649,,126649,,03596010079787,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L266,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 49MM,126649,,126649,,03596010079787,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L267,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 49MM,126649,,126649,,03596010079787,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L268,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 49MM,126649,,126649,,03596010079787,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L269,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 49MM,126649,,126649,,03596010079787,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L270,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 49MM,126649,,126649,,03596010079787,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L271,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 49MM,126649,,126649,,03596010079787,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L272,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 49MM,126649,,126649,,03596010079787,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L273,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 49MM,126649,,126649,,03596010079787,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L274,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 49MM,126649,,126649,,03596010079787,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L275,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 49MM,126649,,126649,,03596010079787,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L276,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 49MM,126649,,126649,,03596010079787,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L277,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 49MM,126649,,126649,,03596010079787,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L278,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 49MM,126649,,126649,,03596010079787,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L279,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 49MM,126649,,126649,,03596010079787,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L280,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 49MM,126649,,126649,,03596010079787,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L281,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 49MM,126649,,126649,,03596010079787,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L282,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 49MM,126649,,126649,,03596010079787,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L283,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 49MM,126649,,126649,,03596010079787,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L284,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 49MM,126649,,126649,,03596010079787,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L285,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 49MM,126649,,126649,,03596010079787,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L286,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 49MM,126649,,126649,,03596010079787,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L287,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 50MM,126650,,126650,,03596010079794,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L288,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 50MM,126650,,126650,,03596010079794,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L289,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 50MM,126650,,126650,,03596010079794,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L290,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 50MM,126650,,126650,,03596010079794,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L291,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 50MM,126650,,126650,,03596010079794,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L292,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 50MM,126650,,126650,,03596010079794,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L293,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 50MM,126650,,126650,,03596010079794,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L294,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 50MM,126650,,126650,,03596010079794,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L295,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 50MM,126650,,126650,,03596010079794,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L296,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 50MM,126650,,126650,,03596010079794,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L297,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 50MM,126650,,126650,,03596010079794,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L298,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 50MM,126650,,126650,,03596010079794,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L299,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 50MM,126650,,126650,,03596010079794,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L300,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 50MM,126650,,126650,,03596010079794,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L301,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 50MM,126650,,126650,,03596010079794,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L302,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 50MM,126650,,126650,,03596010079794,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L303,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 50MM,126650,,126650,,03596010079794,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L304,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 50MM,126650,,126650,,03596010079794,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L305,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 50MM,126650,,126650,,03596010079794,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L306,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 50MM,126650,,126650,,03596010079794,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L307,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 50MM,126650,,126650,,03596010079794,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L308,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 50MM,126650,,126650,,03596010079794,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L309,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 50MM,126650,,126650,,03596010079794,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L310,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 50MM,126650,,126650,,03596010079794,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L311,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 51MM,126651,,126651,,03596010079800,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L312,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 51MM,126651,,126651,,03596010079800,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L313,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 51MM,126651,,126651,,03596010079800,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L314,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 51MM,126651,,126651,,03596010079800,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L315,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 51MM,126651,,126651,,03596010079800,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L316,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 51MM,126651,,126651,,03596010079800,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L317,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 51MM,126651,,126651,,03596010079800,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L318,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 51MM,126651,,126651,,03596010079800,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L319,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 51MM,126651,,126651,,03596010079800,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L320,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 51MM,126651,,126651,,03596010079800,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L321,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 51MM,126651,,126651,,03596010079800,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L322,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 51MM,126651,,126651,,03596010079800,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L323,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 51MM,126651,,126651,,03596010079800,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L324,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 51MM,126651,,126651,,03596010079800,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L325,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 52MM,126652,,126652,,03596010079817,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L326,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 52MM,126652,,126652,,03596010079817,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L327,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 52MM,126652,,126652,,03596010079817,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L328,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 52MM,126652,,126652,,03596010079817,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L329,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 52MM,126652,,126652,,03596010079817,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L330,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 52MM,126652,,126652,,03596010079817,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L331,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 52MM,126652,,126652,,03596010079817,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L332,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 52MM,126652,,126652,,03596010079817,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L333,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 52MM,126652,,126652,,03596010079817,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L334,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 52MM,126652,,126652,,03596010079817,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L335,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 52MM,126652,,126652,,03596010079817,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L336,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 52MM,126652,,126652,,03596010079817,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L337,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 52MM,126652,,126652,,03596010079817,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L338,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 52MM,126652,,126652,,03596010079817,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L339,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 52MM,126652,,126652,,03596010079817,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L340,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 52MM,126652,,126652,,03596010079817,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L341,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 52MM,126652,,126652,,03596010079817,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L342,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 53MM,126653,,126653,,03596010079824,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L343,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 53MM,126653,,126653,,03596010079824,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L344,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 53MM,126653,,126653,,03596010079824,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L345,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 53MM,126653,,126653,,03596010079824,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L346,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 53MM,126653,,126653,,03596010079824,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L347,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 53MM,126653,,126653,,03596010079824,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L348,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 53MM,126653,,126653,,03596010079824,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L349,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 53MM,126653,,126653,,03596010079824,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L350,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 53MM,126653,,126653,,03596010079824,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L351,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 53MM,126653,,126653,,03596010079824,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L352,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 53MM,126653,,126653,,03596010079824,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L353,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 53MM,126653,,126653,,03596010079824,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L354,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 53MM,126653,,126653,,03596010079824,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L355,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 53MM,126653,,126653,,03596010079824,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L356,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 54MM,126654,,126654,,03596010079831,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L357,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 54MM,126654,,126654,,03596010079831,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L358,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 54MM,126654,,126654,,03596010079831,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L359,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 54MM,126654,,126654,,03596010079831,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L360,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 54MM,126654,,126654,,03596010079831,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L361,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 54MM,126654,,126654,,03596010079831,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L362,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 54MM,126654,,126654,,03596010079831,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L363,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 54MM,126654,,126654,,03596010079831,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L364,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 54MM,126654,,126654,,03596010079831,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L365,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 54MM,126654,,126654,,03596010079831,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L366,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 54MM,126654,,126654,,03596010079831,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L367,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 54MM,126654,,126654,,03596010079831,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L368,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 54MM,126654,,126654,,03596010079831,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L369,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 54MM,126654,,126654,,03596010079831,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L370,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 54MM,126654,,126654,,03596010079831,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L371,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 54MM,126654,,126654,,03596010079831,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L372,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 54MM,126654,,126654,,03596010079831,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L373,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 54MM,126654,,126654,,03596010079831,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L374,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 55MM,126655,,126655,,03596010079848,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L375,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 55MM,126655,,126655,,03596010079848,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L376,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 55MM,126655,,126655,,03596010079848,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L377,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 55MM,126655,,126655,,03596010079848,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L378,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 55MM,126655,,126655,,03596010079848,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L379,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 55MM,126655,,126655,,03596010079848,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L380,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 55MM,126655,,126655,,03596010079848,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L381,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 55MM,126655,,126655,,03596010079848,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L382,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 55MM,126655,,126655,,03596010079848,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L383,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 55MM,126655,,126655,,03596010079848,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L384,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 55MM,126655,,126655,,03596010079848,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L385,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 55MM,126655,,126655,,03596010079848,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L386,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 55MM,126655,,126655,,03596010079848,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L387,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 55MM,126655,,126655,,03596010079848,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L388,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 55MM,126655,,126655,,03596010079848,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L389,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 55MM,126655,,126655,,03596010079848,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L390,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 57MM,126657,,126657,,03596010079855,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L391,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 57MM,126657,,126657,,03596010079855,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L392,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 57MM,126657,,126657,,03596010079855,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L393,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 57MM,126657,,126657,,03596010079855,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L394,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 57MM,126657,,126657,,03596010079855,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L395,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 57MM,126657,,126657,,03596010079855,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L396,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 57MM,126657,,126657,,03596010079855,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L397,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 57MM,126657,,126657,,03596010079855,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L398,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 57MM,126657,,126657,,03596010079855,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L399,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 59MM,126659,,126659,,03596010079862,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L400,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 59MM,126659,,126659,,03596010079862,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L401,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 61MM,126661,,126661,,03596010079879,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00325736-1-L402,,7/6/2026,5/7/2026,TANDEM Bipolar/Unipolar Hip System,TANDEM UNIPOLAR HEAD 61MM,126661,,126661,,03596010079879,K896580,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual head reported through this line item. ","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of twelve thousand four hundred sixty?three (12,463) hips underwent primary hip procedures between 23-Oct-1999 and 28-Nov-2025, using a TANDEM Unipolar CoCr Head component. From these, four hundred and two (402) hips were later revised due to the following reasons: one hundred and five (105) hips due to infection, eighty-four (84) hips due to prosthesis dislocation, fifty-five (55) hips due to fracture, sixty-three (63) hips due to chondrolysis/acetabular erosion, thirty-seven (37) hips due to loosening, thirty-nine (39) hips due to pain, seven (7) hips due to lysis, one (1) hip due to metal related pathology, one (1) hip due to instability, two (2) hips due to tumour, two (2) hips due to incorrect sizing, two (2) hips due to leg length discrepancy, two (2) hips due to malposition and two (2) hips due to other-unknown reasons. It should be noted that, based on the data stratification provided by the Joint Registry, the specific reasons for each revision procedure cannot be distinctly matched to the corresponding medical devices involved in each revision case.;Timeframe of Registry data: Implantations conducted between 23-Oct-1999 and 28-Nov-2025 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the TANDEM Bipolar/Unipolar Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of twelve thousand four hundred sixty?three (12,463) procedures with TANDEM Unipolar CoCr Head components have been performed in Australia between 23-Oct-1999 and 28-Nov-2025. ;The yearly cumulative revision rates of the TANDEM Unipolar CoCr Head components in primary hip procedures show no statistically significant difference than the class at 19 years of follow-up, based on overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.0% (1.7%¿2.3%) vs 2.1% (2.0%¿2.2%) of the class.;-At 2nd postoperative year: 2.5% (2.2%¿2.9%) vs 2.8% (2.6%¿2.9%) of the class.;-At 3rd postoperative year: 3.0% (2.7%¿3.4%) vs 3.3% (3.1%¿3.5%) of the class.;-At 4th postoperative year: 3.5% (3.2%¿4.0%) vs 3.9% (3.7%¿4.1%) of the class.;-At 5th postoperative year: 4.1% (3.6%¿4.5%) vs 4.4% (4.2%¿4.6%) of the class.;-At 6th postoperative year: 4.6% (4.1%¿5.1%) vs 4.9% (4.7%¿5.2%) of the class.;-At 7th postoperative year: 5.0% (4.5%¿5.6%) vs 5.5% (5.2%¿5.8%) of the class.;-At 8th postoperative year: 5.4% (4.8%¿6.1%) vs 6.0% (5.6%¿6.3%) of the class.;-At 9th postoperative year: 5.7% (5.0%¿6.4%) vs 6.5% (6.1%¿6.9%) of the class.;-At 10th postoperative year: 6.3% (5.5%¿7.1%) vs 7.0% (6.6%¿7.5%) of the class.;-At 11th postoperative year: 6.4% (5.6%¿7.2%) vs 7.7% (7.2%¿8.2%) of the class.;-At 12th postoperative year: 6.6% (5.8%¿7.6%) vs 8.1% (7.6%¿8.7%) of the class.;-At 13th postoperative year: 7.0% (6.0%¿8.1%) vs 8.5% (7.9%¿9.2%) of the class.;-At 14th postoperative year: 7.9% (6.6%¿9.3%) vs 9.0% (8.3%¿9.8%) of the class.;-At 15th postoperative year: 7.9% (6.6%¿9.3%) vs 9.4% (8.7%¿10.3%) of the class.;-At 16th postoperative year: 8.7% (7.1%¿10.5%) vs 9.8% (8.9%¿10.7%) of the class.;-At 17th postoperative year: 8.7% (7.1%¿10.5%) vs 10.1% (9.2%¿11.2%) of the class.;-At 18th postoperative year: 8.7% (7.1%¿10.5%) vs 10.6% (9.5%¿11.8%) of the class.;-At 19th postoperative year: 8.7% (7.1%¿10.5%) vs 10.8% (9.6%¿12.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;